Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit had saline damage, power up failure #3. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) verified issue, upon arrival duplicated electrical test failure 3 and confirmed in service mode compressor not running, batteries not charging due to saline intrusion. Replaced power management board(d670-00-1162), solenoid control board(d670-00-1161), motor control board(d670-00-1159) and fiber optic assembly(d997-00-1169). Unit passes all functional and safety checks and is ready for patient use. Additionally cycled unit on simulator and catheter 30 minutes unit returned to clinical use.

Event description:
N/a.